Manufacturer narrative:
A search for non-conformances associated with this part / lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The reported issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported that the coil broke during insertion and had to be recovered from the patient. They had already placed some coils into the aneurysm. The affected coil could be advanced through the microcatheter without any issues and was deployed into the aneurysm for approximately the first 2 millimeters. After that, the microcatheter was pushed out of the aneurysm, and the coil could no longer be manipulated via the pusher wire. The coil appears to have broken inside the microcatheter ¿ by advancing a guidewire through the microcatheter, the distal part beyond the fracture site was clamped. This allowed the detached coil to be retrieved from the patient. The patient is doing well ¿ the recovery caused no harm.

Manufacturer narrative:
Investigation conclusion: three radiographic images and one radiographic video were provided for review. They are not labeled with time or date. The review of the images and video is as follows: customer image 1: ap skull radiograph without contrast. There is a guiding catheter in the right carotid siphon. There is a medium-sized dense coil mass in what is assumed to be a right mca aneurysm. Two micro catheters are seen. One is just proximal to the aneurysm. The other is positioned inside the aneurysm, and a radiodense coil can be seen in it. Customer image 2: same as image one, but lateral projection. Customer image 3: ap skull radiograph without contrast. The coil described in the event is being retrieved. Its tip is in the mid m1 segment of the mca. The retrieval micro catheter is in the distal supraclinoid ica. The other microcatheter is in unchanged position. Customer video: 14-second video of ap fluoroscopy of the skull, no contrast. This video demonstrates the microcatheter and the coil both being removed from the aneurysm. The distal coil is intact, and there has been no disturbance of the other coils that have been previously positioned inside the aneurysm. The investigation of the returned coil system found the implant stretched at the proximal section, bunched up within the microcatheter, and separated from the pusher. The pusher was not returned for evaluation. The investigation found the implant's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the stretched implant, but the damage is consistent with the device experiencing forces exceeding the implant's yield strength. The microcatheter used during the procedure was not found kinked or damaged and would not have caused or contributed to the reported complaint.

Event description:
Section h11 for device investigation results.